Event description:
It was reported by the clinician, that while trying to advance the needle into the vessel, it broke into two pieces at the hub. There was no injury or reported complications to the patient as a result of this occurrence.

Manufacturer narrative:
Evaluation: two introducer needles and two syringes were returned. No damage or anomalies were observed on the returned syringes. One of the returned needles was broken approximately 10mm from the distal end of the hub at approximately a 45 degree angle. The other returned needle was cracked 10mm from the distal end of the hub at approximately a 45 degree angle. Under magnification, it was observed that grip marks appeared on both of the needle hubs. Nothing was noted within the mfg process for the needle that would cause these marks. The reported complaint of "needle broke in two pieces at the hub" was confirmed through visual inspection. A device history record trace was completed and no evidence was found to suggest a manufacturing-related cause. The potential cause cannot be determined.